Event description:
Reporter stated that patient obtained blood glucose results of 117 mg/dl and 17 mg/dl, within 2 minutes, on the accu-chek aviva system. No action based on device results was reported and no adverse event occurred.

Manufacturer narrative:
The event occurred in (B)(6).